Manufacturer narrative:
The main component of the system involved in the reported event; other applicable components are: product ID: 3389, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Martin, a.j., larson, p.s., ziman, n., levesque, n., volz, m., ostrem, j.l., starr, p.a. Deep brain stimulator implantation in a diagnostic MRI suite: infection history over a 10-year period. Journal of neurosurgery. 2016:1-6. Doi: 10.3171/2015.9.jns151699. Summary: the objective of this study was to assess the incidence of postoperative hardware infection following interventional (I)MRI-guided implantation of deep brain stimulation (dbs) electrodes in a diagnostic MRI scanner. Reported events: one (B)(6) patient underwent bilateral deep brain stimulation (dbs) implant in (B)(6) 2005. Thirteen days later, the patient developed an infection with redness of the scalp incision site. The hypothesized origin of the infection was the scalp incision. The author noted that due to a lack of an mr-compatible drill during the implant procedure, the bur-hole was prepared outside of the magnet room in a separate sterile field; the patient was then transferred into the magnet suite, a new sterile field was created, and the imri-guided procedure was then performed. Cultures showed propionibacterium sp., which was noted to be rare. The entire system was explanted. The patient may have developed cerebritis and had a long intensive care unit stay before eventually making a recovery; however, it is unclear as the article did not specify which patient developed the cerebritis. See attached literature article. The following specific device information was provided: lead model 3389-28 and lead model 3389-40.

Manufacturer narrative:
Upon further review it was determined that this event was life-threatening. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.